Event description:
A pk papyrus covered stent system was selected for treatment of the lcx. During an acute mi the vessel had a small perforation after initial pci. When going in with the pk papyrus the stent dislodged from the balloon. Several attempts were made to snare the stent but were unsuccessful. Patient ended up being transferred to emergency CABG. Uf/importer report # (B)(4).

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.